Event description:
It was reported the external pulse generator (epg) was dropped, and the case was broken. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped, but the broken cases were confirmed broken. It was also noted that the cases were corroded, the side bail covers, ring cover and battery drawer were broken, the heart block was contaminated, the battery flex was corroded, the battery contacts were compressed and one side bail and ring were missing. (B)(4).